Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 76 and 157 mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse events, no further info has been reported.